Event description:
Ous MDR - after an implantation period of approx. 38 months, it was reported that the device could not be interrogated. During the revision procedure an insulation defect of the lead was suspected. Both, lead and ICD were returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 15 cm distal to the is-1 connector pin. Only the proximal part was returned for analysis. The inspection of the lead fragment revealed a rubbed through insulation at approx.14 cm distal to the is-1 connector pin. The location and damage symptoms indicate a continuous interaction between the lead body and the ICD housing can be considered as root cause for the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem.